Event description:
It was reported that sometime post a port placement in the right internal jugular vein, a chest x-ray revealed a broken catheter and the infusion port was immediately removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial circumferential break was noted on the attached catheter approximately 7.7cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be granular with residue throughout in both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter while water exited the distal end. What appeared like thrombus was also observed exiting from the distal end. Aspiration was attempted and was unsuccessful. Also, two electronic photos were provided for review. The photo shows the MRI powerport attached to the catheter placed in a biohazard bag and a partial circumferential break was noted on the catheter. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion).

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the right internal jugular vein, a chest x-ray revealed a broken catheter and the infusion port was immediately removed. There was no reported patient injury.